Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, requiring medical intervention. Patient reported that dexcom receiver did not alert her of the low. The patient was asleep and unresponsive when her daughter tried to wake her. Medical assistance was called to come and assist the patient. When the patient woke up, she saw emergency medical technicians (emts) standing there with her. The emt stated her blood glucose (bg) reading was 19mg/dl and she was also seizing. The emts inserted an intravenous (IV) of liquid sugar (3 tubes). The patient was immediately transported to the hospital. After the patient arrived at the hospital she was given a turkey sandwich and apple juice. It was reported that within a half hour, patient's bg level was at 104mg/dl. Patient was then given graham crackers, resulting in a bg reading of 205mg/dl. Patient reported that she was the released from the hospital to go home. At the time the patient reported this event, the patient's condition was good. No additional event or patient information is available.